Event description:
Malfunction of the rod to rod couplings.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Additional lots are as follows: p29264, p21890.